Event description:
It was reported that the patient stated an obvious volume decreasing since (B)(6) 2011. History of head trauma is denied by both patient and parents, and problems of external devices are excluded. Last testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.